Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 358 mg/dl. The customer had been experiencing blood glucose levels of 600 mg/dl prior to being admitted. The nurse called to request more training for the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.